Manufacturer narrative:
(B)(4).

Event description:
It was reported that the PICC was removed from a patient due to leaking on the side of the PICC. On the (B)(6), the hith (hospital in the home) nurses attended the patient's home to administer platelets and take blood. On arrival to the patient, the hith nurse flushed the PICC with normal saline and at that time noticed bubbling of fluid under the transparent dressing. Upon further investigation a small hole in the PICC was found just under the blue hub. As a result, the nurse discontinued the treatment and notified the hematology/oncology ward. The patient was then sent to have the PICC line removed. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4) device evaluation: the report of a leak in the catheter was confirmed. One 16 ga x 50 cm 2-lumen catheter was returned. The catheter showed evidence of use but no defects or anomalies were observed during visual inspection without magnification. Functional testing was performed by injecting water into each lumen using a 10 ml syringe and hand pressure. A leak was observed in the hub during testing of the proximal lumen. No leaks were observed during testing of the distal lumen. Microscopic examination found that the catheter was leaking from a puncture mark in the juncture hub. The instruction booklet directs the user to prepare the catheter for insertion by flushing each lumen with saline solution to enable patency and prime the lumens. No leaks were reported prior to catheter insertion. The period of time between catheter insertion and detection of the leak was not reported. A device history record review was performed based on sales history and did not reveal any manufacturing related issues. Since no leakage was reported during catheter flushing/priming, operational context caused or contributed to this event. No further action will be taken.